Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm occurred during testing. There was not any moisture damage found on the electronics, motor, battery tube, and vibrator. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 213 mg/dl. The caller confirmed that the pump alarmed with button error after the pump got wet. The battery was removed and the customer attempted to dry the pump but the button error persisted. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.